Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral and anterograde approach. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. After the guidewire crossed the lesion, the physician performed pre dilatation with a coyote balloon catheter. Following the deployment of a non bsc 6/10 stent, a 6.0mmx60mmx135cm sterling balloon catheter was used for post dilatation. However, it ruptured upon the first inflation. The procedure was completed with a 6.0mmx40mm sterling balloon. No patient complications were reported and the patient's condition was good.